Event description:
The bipolar cables stopped working during the procedure. The bipolar cable was handed off and saved for reporting. A new bipolar cable opened and worked without incident. No injury to patient.